Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation was unable to confirm the reported image problems. The evaluation findings are as follows: 1.) Rear connector poor appearance noted; 2.) Video connector socket failure found ; 3.) Video connectors were noted broken but the connection was possible. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was "no picture, red noise in the picture and black/white interference." Additionally, it was reported that a "b30" error was displayed. There was no patient injury, associated with the problem, reported to olympus. This is report #4 of 4 due to multiple events/devices reported. Reference report patient identifier (B)(6) for additional event. Reference report patient identifiers (B)(6) and (B)(6) for an additional device.